Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Actual device was returned for evaluation the device was returned with no damage in the external components. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the strap advancer component was found bending damage that is why internal cannula components were not sliding properly and consequently the device did not work as intended no conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2017 and absorbable straps were used. During the procedure, the surgeon found that the straps did not penetrate to the tissue. The surgeon used another same like product to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.